Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not conclusively determined. A review of the instrument history of the scope could not be performed as no serial number was reported the instruction manual provides several warning and caution statements in an effort to prevent patient perforation/injury. ¿never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section. It may also become impossible to straighten the bending section during an examination. Regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿ if additional information becomes available or if the scope is returned at a later date, this report will be supplemented accordingly.

Event description:
The user facility reported that the patient¿s colon was perforated at the beginning of a therapeutic colonoscopy procedure. The perforation was detected a 1-2 minutes of introducing the scope into the patient¿s rectum. There was no reported damage to the scope. The intended procedure was not completed as the user facility performed a laparoscopic-assisted primary repair to repair the perforation. The surgery was successfully completed, and the patient was discharged from the hospital in good condition.